Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported when attempting to flush the blue lumen of the catheter it was noted the lumen was ballooning below the clamp. As a result, the lumen was repaired with a 6fr repair kit. Documentation identified thinning of the extension tube material below the hub. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.